Event description:
The customer's husband called to report his wife's blood glucose reached 500 mg/dl within less than 24 hours of pod activation. Upon deactivation, she noticed the cannula did not insert correctly into the infusion site and it was lying underneath the adhesive pad. The adhesive was also soaked with insulin.

Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the product condition. The customer reported the cannula was not inserted into the infusion site. This condition would interrupt insulin delivery and contribute to hyperglycemia if it occurred. Qualification records were reviewed and the product lot met all acceptance criteria.